Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a "cassette not attached properly" error was found. A review of the 12-month service history was performed. Visual inspection and functional testing were performed. The customer complaint of "cassette not attached error" was confirmed through functional testing per pvt, and the probable cause was determined to be a defective dso sensor. The dso sensor was replaced, and the dso was calibrated. Upon further investigation, a damaged battery door was found and replaced. Pvt was performed, and the unit passed all testing criteria. The unit was reset to the standard configuration.

Event description:
It was found during the investigation of a returned pump that the cassette not attached properly error was recorded in the event log history, and the probable cause was a defective dso sensor. This alarm condition is associated with a high-priority alarm and could potentially interrupt therapy if it occurs during patient use.